Event description:
It was reported by a healthcare professional (hcp) that the omnipod 5 controller overheated and the charging port melted after the controller was charged for 40 minutes. The charging cable did not melt. The patient's father smelled a strange odour and identified the controller was overheating. It was reported that the controller was not warmer than usual during daily use, or prior to the device being charged. There was no issue with the wall outlet used during charging as electrical installation at home was reported to be in proper condition. The charger used during this event was the omnipod supplied charger. The hcp reported suspecting the bent charger block prong may have contributed to the melted charging port. The hcp consulted a technician, who advised that it is unlikely the cause. The lower section of the controller screen was also reported to be unresponsive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.